Event description:
Since the pump was moved to the other side in (B)(6) 2014 (see manufacturer's report # 3004209178-2015-12113), the hcp (healthcare professional) had been having issues refilling the pump. The one doctor that had issues refilling and finding the port told the patient that the way it was moved and put in, it was hard to find. The patient left this doctor and found a new one in (B)(6) 2014. The device system was delivering hydromorphone and a numbing medication.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that he had more pressing concern about the other medtronic device implanted in him.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), product type: catheter.(B)(4).